Event description:
The facility's biomedical technician reported an infusion pump with failure code 7, found during pt use with no pt injury. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding pt status or age of pt. When the failure code occurred, the pump was changed out. The medication involved was vancomycin and an entire bag of 250 ml of nacl was to be infused. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.